Event description:
It was reported that there was an under-infusion incident (250 ml) involving a smiths medical cadd administration set. The product problem occurred during patient use. The product problem did not cause or contribute to any adverse patient health effects.